Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient got mris for low back pain with this ins, and the stimulation provided by the ins was either nothing or ¿extreme shocking,¿ especially when they were driving. The patient stated that they ¿never got it programmed properly,¿ so they stopped using the ins 8 months after implant to the point where it was no longer usable. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the stimulation being either nothing or extremely shocking wasn't determined. No further complications were reported.